Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be provided once completed.

Event description:
Cracked hub. Spoke with (B)(6) @ 16:46 pm on (B)(6) 2020. Product is available for return to argon quality. Product was inserted into patient on (B)(6) 2020. Product matter occurred (B)(6) 2020. Clinician rewired PICC and placed a new PICC.